Event description:
During an atrial fibrillation ablation procedure in voxel mode with the patient in the room and prepped, the prs-a was not visualized within its bounding box which impacted the ability to see the his bundle electrogram during avnrt ablation. The prs-a was moved around the patient¿s chest and a location could not be found that would consistently stay within the prs-a detection box. The case was cancelled rather than proceed in navx mode. There were no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported display issue and subsequent cancellation remain unknown.